Event description:
Procedure: unk. Reportedly, when the device was applied no staples were placed. This resulted in an approximate 300-500 cc's of blood loss. Treatment is not known, however, it is reported that the patient is fine post procedure.